Event description:
The customer reported that ¿there is a hole on the blister packaging" inside the box, resulting in breach of sterility. There was no patient impacted, as this puncture hole was discovered during set up prior to the actual surgery.

Manufacturer narrative:
Evaluation findings: conmed linvatec received one "opened" package containing the cf6140h - super revo-ft suture anchor w/#2 (5 metric) hi-fi suture for evaluation. Visual examination of the returned package/product found a puncture hole on the blister package resulting in breach of sterility. After a thorough evaluation of the packaging and in an effort of recreating the reported failure, the packaging engineer concluded that the puncture hole on the blister package was caused by the anchor end of the driver. Based on this finding, it is believed that this scenario could have occurred during packaging, shipping and/or handling of the device. Of the lot containing (B)(4), there were no other similar reports received for this item and lot number combination. A 2-year review of the device complaint history showed of (B)(4) units shipped, there was only one other report received. Due to one similar complaint for this product, an investigation was generated to address this reported problem. As a result of the investigation, the packaging instruction was revised and action was taken to ensure that this problem will not recur. This lot of product was manufactured in march 2013, prior to the implementation of actions of the referenced investigation. As with all medical devices, examination of the products occurs multiple times prior to use (shipping/receiving, distribution, storage and immediately prior to use). Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. Additionally, the product's instructions for use (IFU) warns: if packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately.